Event description:
The pump was returned for investigation. Investigation revealed evidence a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, a dim and discolored display screen was found. A test screen was installed and displayed normal. (B)(6).